Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, "the cardioplegia set leaked at the bottom of the bubble trap with a pressure of less than 200 mm of mercury." The product was not changed out, there was a small amount of blood loss, and surgery was completed successfully. There was no delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device and further investigation is necessary. Terumo plans on submitting a follow-up report when more information becomes available. (B)(4).